Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a paddle lead on (B)(6) 2011. It was reported that pt had to be reprogrammed postoperative because of inadequate stimulation. Diagnostic tests exhibited invalid impedance readings on 5 lead contacts. The pt was reprogrammed and effective stimulation was reported without using the five effected lead contacts. No further pt complications were reported.